Manufacturer narrative:
It was reported that there are "serious concerns about...spd gloves. He reported additional glove breakdown, water in gloves and now an employee has an infected finger that they are sending to oc health." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that there are "serious concerns about...spd gloves. He reported additional glove breakdown, water in gloves and now an employee has an infected finger that they are sending to oc health."